Event description:
Mr. (B)(6) employee from our customer, reported to our sales rep (B)(6) that he was observing a surgery procedure. During this it was observed that the rasp has come loose of the handle. Further he reported that as soon as you beat with a hammer on the rasp, the handle comes loose. A replacement was available, no delay, and the surgery was successfully completed at the end.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.